Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
(B)(4). At present there are no replacement parts available to complete this repair. Once available, a replacement parts will be provided to the user facility to repair the device and return it back to service.

Event description:
Carefusion field service was dispatched to a user facility to evaluate a unit that was not functioning properly. The unit was initially transferred to biomed for evaluation due to consistently altered volumes (with no effort). The reported issue was occurring while the unit was operating in pc & prvc mode. When field service first powered up the unit, the transducers were fine and a/d counts were good, however after running the unit for a while it started displaying ¿ext high peak, circuit occlusion¿. Field service rechecked the unit a couple of times, and noticed that the transducers were drifting intermittently in and out of calibration.